Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred at 8:30pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of "165mg/dl" on the subject meter and "98mg/dl" on another meter, within 30 minutes of one another. The patient does not take any medication in order to help manage their diabetes, but stated that every day in the week leading up to the alert date of (B)(6) 2016 they had been consuming less food and/or drink. The patient did not develop any symptoms as a result of the alleged product issue, but stated that during a doctor's office visit at 9:30am on (B)(6) 2016 they were advised to call lfs in order to troubleshoot the alleged issue with the subject meter. No other form of treatment was required as a result of the alleged inaccuracy. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs' criteria for accuracy.